Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The rep was in the or. Patient's activa pc reached normal end of life and was replaced with activa rc. Caller reported in pre-op, pc impedance were within normal range; unipolar: 700-770 ohms and bipolar: 878-1200 ohms. Caller reported they were in or now and the left lead was showing unipolar pairs were between 2800-3300 ohms, but bipolar pairs were 2700, 3300 and 848, but 1/3: low impedance. Caller reported the rest were in the green values. Caller reported they wiped and re-inserted the left lead x3 and all came back within the same values. Caller reported the right lead was normal within range. Caller reported the left lead removal from pc was normal, nothing unusual. Used the torque wrench in the rc. Patient does not have a pocket adaptor. Suggest swapping the leads on the rc header. Caller reported they think the issue was resolved. No symptoms were reported. Additional information was received from the rep. The patient had existing impedance issues on their vim leads. On the day of pre-op surgery they were unable to connect the left battery due to a fully depleted battery but had confirmation from the physician notes that vim leads had impedance issues. The vim leads have not been active for awhile. Both activa pc devices were replaced with activa rc devices and they kept all the leads hooked up. Each battery had one vim lead and one stn lead. There was an unexpected impedance issue that was showing up on both leads when they had baseline showing an impedance issue on only the right vim lead on the right chest battery. They switched the leads in the battery channels and found out that the lead had been switched when going from the pc to the rc. There was a constant impedance issue on 26k ohm for the monopolar reading and all within range impedances on the bipolar expect the 1-3 contact was low. They found this same pattern when they switched the top and bottom lead on the rc to show the vim lead vs. The gpi lead. The surgeon admitted they may have swapped them. The gpi lead impedance was resolved, the vim lead remained to have baseline impedance issue. This information was confirmed with the physician.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2022, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.